Event description:
Event: worsening chronic cognitive impairment stares out to space, forgetful. Confusion (a lot worse) and decreased concentration. The patient is nervous/anxious. Renal impairment. Weight loss x40lbs (B)(6) 2025 - (B)(6) 2026 with mounjaro. Recent hospitalization for abnormal potassium levels. Mild pancytopenia. Activity change (moving around more), fatigue (chronic, worsening). Occasional blood in her mouth on waking up in the morning following CPAP overnight. Occasional shortness of breath. Arthralgias, back pain and gait problem (uses a cane). Freq: take 1 capsule by mouth every day for 21 days then 7 days off each 28 day cycle. Take whole with water. Do not break, chew, qr open. Diagnosis for use: multiple myeloma not having achieved remission.